Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. Due to this, they further indicated that they received treatment of either juice, food, and/or sugar from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. Due to this, they further indicated that they received treatment of either juice, food, and/or sugar from a third-party. There was no report of death or permanent injury associated with this event.